Event description:
The company representative reported the following: a cardiac surgeon reported to cvtm that a CABG procedure was canceled due to the patient having a stroke. The patient was either having iabp therapy initiated or was already on the iabp. This stroke occurred in the cath lab. The director of cardiovascular service stated that she was aware that a patient on an iabp had a stroke. The hospital personnel did not feel the stroke was a result of the iabp therapy or iab.

Manufacturer narrative:
No further failure investigation of parts will be initiated as no evaluation/repair of the iabp was reported or required as per the customer. The customer reported the following: "the case has been through the appropriate internal review process and it has been determined the outcome was not directly related to the iabp device."

Manufacturer narrative:
Currently there is no information on the pump. If more information is received, a supplemental will be submitted. (B)(4).